Event description:
Patient in cath lab for angioplasty of a left common iliac stenosis. A 6fr femoral sheath was placed in the right common femoral artery after cannulating it using the seldinger technique. Using an omni flush catheter and glidewire, was able to go across and subsequently tried to go in with a 7fr sheath. However, the sheath would not cross over. For support now, went with the omniflush catheter and placed it over into the left common iliac and with the support, tried to go, but could not. Then tried to bring back the omniflush, and realized that it was through possibly a stent strut and it was very difficult to take it out. Tried to come out and the tip of the omniflush catheter got dislodged in the left common iliac stent. Had to snare this tip of the omniflush cath, so an 8fr sheath was placed in the left common femoral artery and a 6fr sheath was placed in the left common femoral vein. The patient was given 5000 units of IV heparin. Using a snare, tried to snare the tip of the catheter.

Manufacturer narrative:
Lot history record review: the reported lot history record was reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unknown. Based on the reported complaint description it is possible the complaint was caused due to the catheter becoming caught on the stent strut. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. The instructions for use list the following statements to help prevent this complaint type from occurring: "if resistance is encountered during catheter manipulation, determine the cause under fluoroscopy and take the necessary remedial action. If resistance is encountered when removing the guidewire from the catheter, simultaneously remove the catheter and the guidewire as a single unit under fluoroscopy to prevent potential vessel and product damage." "Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, the catheter, or both." "Do not attempt to hand straighten the tip of any curved tipped catheter which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener." Do not insert catheters directly through synthetic vascular grafts. Insert through a sheath introducer. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product or both. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.